Manufacturer narrative:
The manufacturer previously reported information that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inop was confirmed. The device's blower assembly was replaced to address the issue. The devices blower assembly was sent for further investigation. The lab installed the component into a trilogy evo stb and ran therapy for approximately 1 hour and the blower operates as expected. The lab did not note any unexpected event codes in the log. The lab concluded that the blower operates as designed. The component was scrapped.

Manufacturer narrative:
H3 other text : third party.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inop was confirmed. The device's blower assembly was replaced to address the issue.